Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?   If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Additional information was requested and the following was obtained: was there any medical/surgical intervention and/or treatment rendered for the nerve/abdominal pain? Nerve block -which didn¿t work. Prp (platelet rich plasma) therapy which was mildly effective. I am now in consultation with a surgeon to have the mesh removed (since I made the report), after blood tests reveal ongoing inflammation, & the area of the mesh tests sometimes 3 degrees hotter than rest of abdomen. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral abdominal hernia repair procedure on (B)(6) 2014 and the mesh was implanted. The patient experienced constant severe pain, abdominal pain and limited movement. The patient was treated with nerve block which didn¿t work. The platelet rich plasma therapy given was mildly effective. The patient now, in consultation with the surgeon to have the mesh removed. Blood test revealed ongoing inflammation, and the area of the mesh sometimes tested 3 degrees hotter than rest of abdomen. Additional information has been requested.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.